Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. Visual examination of the stent found that, stent struts on the proximal end of the stent were damaged and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gage and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a hypotube kink at 16 cm distal from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. Another 4.00 x 20mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion. When the device was removed, it was noted that the stent struts were also damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. Another 4.00 x 20mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion. When the device was removed, it was noted that the stent struts were also damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.